Event description:
Customer's family member called lfs in 2002. Customer alleged that the meter was giving inaccurate erratic readings. Customer got a reading of 89 mmol/l. Customer was feeling symptoms of high blood glucose and was rushed to the emergency room by paramedics. The reading on the paramedics' meter was 553 mg/dl. This test was done with 11-20 minutes from the test done on the customer's meter. "Customer was given an IV in the ambulance and customer experienced some complications with their heart that the doctor said was diabetes related." "She had an angiogram done." Their meter was set in mmol/l unit of measurement. Unable to contact the family or the customer. Sending letter.